Event description:
It was reported in an article in the journal of ¿sage open medical case reports¿ titled ¿device for retrieval of vena cava filter with combination of a multi-loop snare and amplatz catheter¿, that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and non-massive pulmonary embolism. Approximately six months after the onset, when attempted to retrieve the filter, it was alleged that the head of filter was severely tilted, and the filter hook was tightly attached to vena cava wall. The device has been removed after an unsuccessful percutaneous removal procedure. There was no reported patient injury.

Manufacturer narrative:
H10: masato matsushita, masamichi takano and yasushi miyauchi (2022). Device for retrieval of vena cava filter with combination of a multi-loop snare and amplatz catheter. Sage open medical case reports, 10:1-3. Doi: 10.1177/2050313x221086102. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical sample was not returned for evaluation. Six x-ray images are provided and reviewed in the article journal. (A) a venogram performed before the procedure showing that the severely tilted head of the filter and its foot embedded in the vena cava wall. (B) a single loop snare unable to capture the filter head. (C) a 6 fr amplatz left 1 catheter introduced into a 9 fr retrieval sheath for directing a multi-loop snare to the filter head. Rotation was applied to the snare to capture the filter head. (D) the filter pulled into the 9 fr retrieval sheath. (E) the filter finally delivered from the 11 fr access sheath. (F) the final venography demonstrating no evidence of extravasation of contrast. Therefore, based on the image review the reported tilt is conformed as the severely tilted head of the filter and its foot embedded in the vena cava wall. A definitive root cause for the malposition of device could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: masato matsushita, masamichi takano and yasushi miyauchi (2022). Device for retrieval of vena cava filter with combination of a multi-loop snare and amplatz catheter. Sage open medical case reports, 10:1-3. Doi: 10.1177/2050313x221086102. H10: g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported in an article in the journal of ¿sage open medical case reports¿ titled ¿device for retrieval of vena cava filter with combination of a multi-loop snare and amplatz catheter¿, that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and non-massive pulmonary embolism. Approximately six months after the onset, when attempted to retrieve the filter, it was alleged that the head of filter was severely tilted, and the filter hook was tightly attached to vena cava wall. The device has been removed after an unsuccessful percutaneous removal procedure. There was no reported patient injury.